Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation, the 4.0 x 12 mm xience alpine stent delivery system was removed from the dispenser hoop without difficulty. No difficulty was noted during removal of the sheath and stylet; however, it was noted that the xience alpine stent dislodged and remained on the stylet. The device was not used and there was no patient involvement. A second same size xience alpine was used without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported dislodged stent was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.